Manufacturer narrative:
Based on the event description, it is unclear if the filter was embedded in the vena cava wall or if the filter perforated the vena cava wall. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013. The patient had a scheduled removal approximately 5 months later, on or about (B)(6) 2013 by dr. (B)(6). The physician was unable to retrieve the filter because it had titled and the tip of the filter was embedded through the wall of the inferior vena cava. The patient alleges ¿significant injuries¿ but not further details are provided. Argon¿s attorneys are attempting to gather additional information.